Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, bruising and lymphatic issue are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: undesirable effects practitioners must inform the patient that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): inflammatory reactions (e.g. Redness, oedema, erythema) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. Discoloration of the injection site.

Event description:
Healthcare professional having a patient that had been injected with unspecified juvéderm ultra in the tear troughs by another doctor. The result was not optimal and patient did not like the result. The product was hylased and had another injection with unspecified juvéderm ultra to the same area 2 days later. Patient developed significant bruising and concomitant swelling that appeared hours after the injection across the face of both eyes. Patient had been extremely bruised for a good 6 months but the swelling continues. Patient presented to the healthcare professional 2 years after the event and has had lymphatic drainage (treatment patient self administered using a facial machine that was gentle and non-invasive), massages, medical skin needling and ultrasound with minimal results. Patient also had additional injections with unspecified fillers to the side of the affected area over a period of 3 years to camouflage the swelling by stretching out the skin to make it less visible. Patient had no reaction to these fillers and did not have any further hyalase. Five years after the initial injection, the patient now has permanent swelling that gets worse with heat. It was noted that it looked like the area was having a lymphatic issue. Patient has no pain but has a dark discoloration under the eye. Patient came to the healthcare professional to have this fixed, but swelling has never really gone down. Patient had permanent lymphatic drainage issues which can be reduced with drainage techniques but will never be fully resolved. Patient added that no one could actually work on the affected area as it was very deep bruising because the area was so pink. Patient had also been referred to the plastic surgeon that noted correction under the eye would not correct the problem. Patient had also tired treatment with led. Symptoms are ongoing and some days it just looks bruised while some days it looks okay. The area was noted to becoming worse over time and in the last 2 years, it has been extremely puffy and looks to be retaining fluid. This is the same event and the same patient reported under MDR ID #3005113652-2018-00957 ((B)(4)). This MDR is being submitted for the second suspect product, the 2nd injection with unspecified juvéderm ultra, also a device manufactured by allergan.